Event description:
A vista dental products endodontic irrigation syringe was utilized for irrigation during the completion of an endodontic procedure. During that procedure, a 1.5 mm-2.0 mm fragment of the irrigation needle became dislodged with in the root canal space and could not be retrieved. The irrigation tip was delivering sodium hypochlorite at the time and the separation should have occurred in a clinically sterile environment. The position and location of the fractured fragment did not allow for the removal of the fragment and subsequently the fragment was bypassed and entombed within a traditional endodontic filling utilizing gutta percha and a bioceramic sealer. The case prognosis should not be significantly impacted by this occurrence and the patient was informed of the mishap. A customer service representative from vista corporation provided me with this link to submit a report for your review. FDA safety report ID # (B)(4).